Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), unused silicone foley with an attached portion of cut inlet tubing, and a sample port connector. Visual inspection of the catheter's surface noted no obvious visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution with no cuffing noted. Active length of the catheter balloon was measured (0.8270") and found to be within specification (0.6" - 0.9"). The catheter was confirmed to be 14fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿never inflate a balloon without first establishing urine flow which assures that the catheter is in the bladder and there are no obstructions to urine flow. 7) pull catheter slightly to seat the balloon at the level of the bladder neck and secure placement. Fix the drainage bag to the bed properly. (Fig. 6) 8) fix the outlet tube of drainage bag to the bed sheet using clips to ensure that there is neither twist nor kink in the tube"

Event description:
It was reported that it was difficult to inflate the catheter balloon during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the catheter balloon during the pretest.